Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a crack near the reservoir compartment and there is a missing piece. Blood glucose value was 65 mg/dl; treated by eating. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads.